Event description:
It was reported that during an colorectal procedure, the sales director was informed by a consultant surgeon at the hospital that is a colleague of a consultant colorectal surgeon, reported during a monthly internal audit meeting la patient death. The colorectal surgeon presented a colorectal case, during the procedure, the device was fired without a staple cartridge. The colorectal surgeon alleged to have commented at the meeting that this could have been a contributing factor to a subsequent patient death. No device will be returning. Additional information has been requested:

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation.